Event description:
It was reported to philips that the heartstart xl defibrillator does not work. No further details were provided. There was no reported impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device does not charge. The fse visited the customer site, evaluated the device, and confirmed that the equipment is at the end of its support life with no possibility of replacing parts. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The device was not returned to use. No further evaluation is required at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The equipment is at the end of its support life with no possibility of replacing parts. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.